Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported migration (clip shifted). The reported slda appears to be related to patient morphology/pathology due to friable leaflets. The reported patient effect of worsening mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical interventions were results of case specific circumstance as the patient returned to the hospital due to the reported issue and one clip was implanted to stabilize the migration clip and a non-abbott device was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 04 august 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip ntw was successfully placed. After deployment, the clip shifted on the posterior leaflets. A second mitraclip nt was selected to stabilize the clip. It was successfully placed and deployed. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays. No additional information was provided. On an approximate date, (B)(6) 2025, the patient reported being symptomatic. On an approximate date, (b)6) 2025, the patient returned for a transthoracic echocardiogram when it was discovered that the mitraclip ntw experienced a single leaflet detachment (slda) and was detached from the posterior leaflet and the mitraclip nt had an slda and was detached from the anterior leaflet. The mr had worsened to grade 4+. Per the physician, this was likely caused by friable leaflets. The patient was transferred to another facility for additional treatment. On (B)(6) 2026, the patient underwent an additional procedure with a non-abbott device to stabilize the slda clips and the mr was reduced to grade 2.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip ntw was successfully placed. After deployment, the clip shifted on the posterior leaflets. A second mitraclip nt was selected to stabilize the clip. It was successfully placed and deployed. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip ntw was successfully placed. After deployment, the clip shifted on the posterior leaflets. A second mitraclip nt was selected to stabilize the clip. It was successfully placed and deployed. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays. No additional information was provided. On an approximate date, (B)(6) 2025, the patient reported being symptomatic. On an approximate date, (B)(6) 2025, the patient returned for a transthoracic echocardiogram when it was discovered that the mitraclip ntw experienced a single leaflet detachment (slda) and was detached from the posterior leaflet and the mitraclip nt had an slda and was detached from the anterior leaflet. The mr had worsened to grade 4+. Per the physician, this was likely caused by friable leaflets. The patient was transferred to another facility for additional treatment. On (B)(6) 2026, the patient underwent an additional procedure with a non-abbott device to stabilize the slda clips and the mr was reduced to grade 2.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration (clip shifted). The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted for stabilization. There is no indication of a product issue with respect to manufacture, design, or labeling.